Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: it was reported that during ventilation, plimit control jumps 10mbar after confirming it. E.g. The plimit wanted to be changed to 45mbar, however, after confirmation it changes to 35mbar. Given this behavior, the user used the high pressure alarm limit instead of the plimit control as a workaround . No harm to the patient was reported.